Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and the housing is scratched and faded. Complaint of capture malfunction could not be confirmed. Product captured video stills and clips during functional testing. Product passed functional testing and 6 hour burn-in and all functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a knee arthroscopy the device was no taking pictures. There was no delay in procedure and back-up device was not available. No patient injury or other complications were reported.